Manufacturer narrative:
Investigation summary: the customer issued a complaint for clogged needle detected during end customer use. No samples or photo were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As no sample was provided to bdm-ps for analysis and no additional information is available, the 8d team leader is not able to delve deeper into the investigation and correlate this symptom with a potential cause linked to bdm-ps hypoint manufacturing process. However, based on the description bd assigned a quality criteria that is identified in the agreed specification. After reviewing the occurrence is within the specification and no further action will be assigned and report will not be updated on receipt of additional sample information. Unconfirmed: no evidence provided.

Event description:
It was reported that the bd hypoint¿ hypodermic needle was blocked during the icatibant injection. The following information was provided by the initial reporter: "patient with hae carries icatibant injections for emergency treatment. Patient required this treatment and injected himself with the medication as a subcutaneous injection. However the patient was unable to administer the medication due to a needle defect. The patient attended our unit for treatment that was required. It was noted there was no issue with the pre-filled syringe only the needle. Th needle did allow for the medication to be given. On the unit we were able to change the needle and give the medication as prescribed. As this is an emergency treatment it is vital patients have access to this treatment urgently if they need it."